Event description:
A patient underwent generator replacement surgery due to low battery. The distributor later reported that the patient's generator may have depleted prematurely since the generator had only been implanted for 16 months. The device history records were reviewed and confirmed that the device was manufactured using a process that may have contributed to premature depletion of the battery. The device met all specifications for release prior to distribution. The explanted generator was received by the manufacturer for analysis. Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. Review of the data indicated that the device had reached end of service and was no longer providing stimulation; however, only half of the battery capacity had been consumed. A visual assessment of the internal circuitry of the generator showed contaminants on the trimmed edge of the circuit board. System diagnostic testing and electrical testing could not be completed due to the depletion of the generator battery. With the pulse generator case removed, the battery voltage was measured and confirmed the end of service condition. The circuit board underwent electrical testing and failed several tests. The contaminants were removed from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.